Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels ranging from 15 mg/dl to 66 mg/dl. No symptoms were reported at the time of the incident. The customer was not treated for the low blood glucose. Troubleshooting was provided. The customer reported being exposed to x-rays while using the insulin pump. The insulin pump will return for analysis. Frn-reservoir.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under or over delivery anomaly noted during test. (B)(4).